Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the guide wire was kinking before the user advanced it. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The report of a kinked guide wire due to guide wire/needle resistance was confirmed through complaint investigation of the returned sample. The customer provided one image showing the arterial assembly for analysis. Visual analysis revealed that the guide wire was advanced completely through the cannula and showed signs of kinking. The customer returned one arterial assembly for analysis. Signs-of-use in the form of biological material was observed inside the needle hub and at the bevel end of the cannula. Visual analysis revealed that the guide wire was deployed past the bevel of the needle cannula. Severe kinking/bending were observed on this portion of the guide wire. Microscopic examination confirmed the damage and revealed that the guide wire was offset directly adjacent to the needle bevel. This prevented the guide wire from being retracted back into the needle during functional testing. Therefore, visual analysis on the remainder of the guide wire from inside the cannula could not be performed as it was covered by the cannula. The kinking/offset on the guide wire measured 227mm and 228mm from the guide wire handle. The guide wire length from the handle to the distal tip measured 9 3/8", which was within the specification limits of 9 1/4"-9 1/2" per the guide wire with handle product drawing. All these measurements were done via calibrated ruler. The guide wire outer diameter measured 0.0240", which was within the specification limits of 0.0240"-0.0250" per the guide wire product drawing. The cannula outer diameter measured 0.0360", which was within the specification limits of 0.0355"-0.0360" per the cannula product drawing. These measurements were done via calibrated caliper. The cannula inner diameter could not be accurately measured as the guide wire could not be withdrawn back through the cannula without damaging the sample. Functional inspection was performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". An attempt to withdraw the guide wire back into the needle cannula was performed; however, this was unsuccessful as the offset coils could not pass through the bevel end of the cannula. A manual tug test confirmed that the distal and proximal welds were secure and intact. Analysis of the sample under uv light did not reveal any obvious defects or any build-up of adhesive residue. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage. If resistance is encountered during spring-wire guide advancement withdraw entire unit and attempt new puncture". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the guide wire was kinking before the user advanced it. There was no reported patient harm or consequence.